Event description:
Pt's mother reported pt had two bladder infections on (B)(4) 2015 and (B)(6) 2015 after use of catheter. Lab result on (B)(6) 2015 indicated e. Coli bacteria infection. Received a voluntary recall letter from bard indicating product sterility may be compromised.